Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0406171v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4)implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4)

Event description:
The patient reported they were seeing an informational power on reset (por) error code and therapy stopped due to the por. The por was not related to an overdischarge event. The patient stated the only thing different was they had a fit bit on. It was unknown if the patient had any recent medical tests or emi exposure. Steps were taken using the patient programmer (pp) to clear the por, and therapy was adequate following this. Relevant medical history includes non-malignant pain.